Manufacturer narrative:
For 3 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the issue was resolved by the service actions. The follow up actions were: 1 event- the field service representative checked the probes, syringes, tubings, and rinsing stations. No issues were found. 1 event- the field service representative performed precision testing. 1 event- the measuring cell was replaced. 1 event- the field service representative replaced the sample probe and liquid level detection printed circuit board. Position, voltage, and pressure were adjusted. 30 dummy samples were run and were normally aspirated. Normal operation of the analyzer was confirmed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable high results were generated by the cobas 8000-cobas e 602 module. The events involved a total of 5 patients with the following: 1-elecsys ca 125 ii assay, 2-elecsys testosterone ii assay, 1- elecsys hcg + beta test system, 1- elecsys tsh assay. The known patient's age was (B)(6) years. The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There was known to be 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.